Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time was intermittently inaccurate. At the time of the report, the pump date and time was accurate. Although requested, pump data was unable to be uploaded for review. There was no reported impact to customer's blood glucose level.